Event description:
Allegedly, at the conclusion of a lithotripsy procedure it was noted that the pt was not reviving. They initiated a code blue but hospital personnel were unable to revive pt; he expired. The pt had a pre-existing condition of severe heart disease; this was addressed with the implantation of a pacemaker 2 years prior to this event. The family declined an autopsy, so the hospital could not draw an absolute conclusion on what occurred, but they believe that he suffered a myocardial infarction while on the table and that a combination of the age of the pt and pre-existing heart condition caused the heart attack. Lithotripsy unit functioned well; hospital did not believe it was a factor in death.

Event description:
It was reported that the patient expired on (B)(6)2010. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) : device evaluation anticipated, but not yet begun.